Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of going to the emergency room on (B)(6) 2017. Customer's blood glucose prior going to the hospital was 300 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Customer believed that high blood glucose was due to insulin pump. Alarm history showed a motor error alarm and pump was able to rewind. Insulin pump also received two no delivery alarms. Customer declined troubleshooting. Insulin pump would need to be replaced.